Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-01128, related manufacturer reference number 3006705815-2023-01130. It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.